Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life [related manufacturer reference number:1627487-2024-12420], it is unknown if this occurred prematurely. It was also reported that following a fall patient was twiddling with the ipg [related manufacturer reference number:1627487-2024-12474] causing the extensions to coil which caused extensions to fracture [related manufacturer reference number:1627487-2024-12475]. Patients ipg was not sutured in the pocket and ipg pocket was too big making ipg more mobile and able to be turned. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted, replaced, and repositioned, and the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.